Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(6) 2012, regarding a polyform product. The complaint states that as a result of the polyform implant, a patient injury occurred. The complaint was reported to (B)(4) via email on (B)(6) 2012, from (B)(6), the patient's attorney. The patient is identified as "(B)(6)"; her date of birth is unknown. Her weight and height are not provided. The hospital where the implant procedure occurred is (B)(6). The date of implantation of the mesh was (B)(6) 2009. It is unknown if corrective surgery to repair or remove the implant took place. No other information regarding the product or the patient is available at this time. The polyform product lot number was not provided.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from polypropylene. Injuries such as mesh erosion, incontinence, fistula formation are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).